Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the balloon with stent would not dilate on an unknown date. Reportedly, the cause was suspected to be no compression of the inflation system. The filling procedure of the inflation system with contrast medium and bleeding was tried twice, but without success. The third time the balloon was removed with the stent but the unopened stent remained in the vertebral body. It was not possible to go inside the stent with the balloon. Therefore it was cemented. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Product development evaluation was performed on the returned product. Visually no issues were revealed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition.